Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was possible under delivery and customer hospitalized for high blood glucose level. Customer had symptoms related to headache/weak/feeling sick. Insulin injections were administered. No further patient complications were reported. Troubleshooting was performed and confirmed that customer undergone ketone test. The product will not be returned.